Event description:
This complaint is now reportable based on the analysis completed on 10/24/2006. It was reported that during preparation for a coronary drug eluting stenting treatment procedure, the hypotube broke. The facility reported, "the hypotube was reported broken during the maneuver of introducing it in the guiding cath directly from the holder, on the table, without contact with the patient. " no patient injuries or complications were reported.

Manufacturer narrative:
The returned catheter exhibited a fracture of the hypo-tube located 57.9 centimeters distally from the edge of the strain relief. Visual and microscopic examination of the fracture face revaled evidence that the hypo-tube had been severely kinked at the fracture site. Further examination of the fracture site did not reveal any inherent material discrepancies that would have contributed to this incident. The manufacturing records for top assembly batch 8567781 and the delivery device batch 8553260 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. The root cause of the hypo-tube fracture experienced during the procedure could not be determined.